Event description:
The patient received inappropriate atp and hv therapy from a ventricular tachycardia. After the device delivered a hv therapy, the device began to sense noise and falsely classified it as vf. The device re-detected vf and was powering up to deliver hv therapy. The data suggested that the sense/pace portion of the lead has an insulation problem. The sense/pace was capped, and defib portion remains active.

Manufacturer narrative:
No medwatch form was received.